Event description:
The complainant alleged that while attempting to pace a pt, age and gender unknown, with the "ppm" set at 50 and the "ma" set at 10 the device intermittently would not sense the r wave of the ECG signal. The complainant indicated there was no adverse effect to the pt as a result of this reported malfunction.